Event description:
It was reported that the patient had his artificial urinary sphincter, originally implanted in 2009, removed due to sudden insidious recurring incontinence in (B)(6) 2019, after the device had worked well for 10 years. Some atrophy was identified under the cuff prior to full removal which was suspected as the cause for the event. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. A antibiotic washout was also complete. The patient status was reported as no issues.